Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the likely cause of the reported issue was due to the device's lid magnet missing from the lid. The missing magnet was likely caused by the lid assembly being out of specification. The device was archived by physio-control and the customer received a replacement device.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.